Event description:
A physician's office reported on (B)(6) 2012, that a patient came into the office that day and the physician's notes reported that the patient's vns "system wasn't able to be read". The caller did not have any patient information. The wand battery was tested and the green light stayed on for 24 seconds. She did not know if the handheld was plugged into the wall when the patient had been seen. No electrical equipment (creating emi) was suspected to have contributed to the failure to program event because there was only a computer in the room. The caller stated that she would follow up with the physician to find out when the next vns patient will be seen and stated she would also try and obtain the patient's name. Four attempts for additional information have been unsuccessful to date.